Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history confirmed the air in line alarm was present. Functional testing was performed and did not replicate the reported issue. The probable cause is continued use and physical damage of the device. Preventative maintenance was performed.

Event description:
It was reported that the device was showing errors, was noisy and it was not pumping. There was unknown patient involvement. No patient harm/adverse event was reported.